Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure performed on (B) (6), 2009. According to the complainant, during the procedure, the basket would not close. The case was completed with another segura hemisphere stone retrieval basket with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).